Manufacturer narrative:
Hospital retained the device.

Event description:
It was reported that an aviator temporary fixation pin snapped in half during insertion into the vertebral body. The procedure was completed successfully.

Event description:
It was reported that an aviator temporary fixation pin snapped in half during insertion into the vertebral body. The procedure was completed successfully.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.